Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Metal shavings were found around the calcar reamer. It is unknown how this happened. No delay or adverse event.

Manufacturer narrative:
The device associated with this report was not returned for evaluation. A two-year search of the database found additional reports against the provided product code that were attributed to wear out. A worldwide lot specific complaint database search found no additional reports against this product/lot combination for this particular failure mode. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.